Event description:
Patient admitted to hospital for cellulitis of abdominal wall. Chest x/ray ordered and showed"...6 cm. Free opaque catheter segment in left descending pulmonary artery."11/1/93 the portacath was removed at our facility.6/11/93 portacath was implanted for venous access at our facility.